Event description:
It was reported the pt ((B)(6)) is w/o stimulation. The pt advised he rec'd the "ipg low" warning on the pt programmer after receiving indication from the charging system that the charging process has ended and the ipg was fully charged. A replacement charging system and pt programmer were tried to no avail. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.